Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert ,analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015, 58 ventricular sensing integrity counts sic; high rate-non sustained detected episode with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 950 ohms up from a trend in the 400-600 ohms range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-non sustained episodes and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered, and upon interrogation displayed non sustained high rate ventricular episodes, and rv lead noise oversensing. It was also reported that the sensing was inhibiting pacing leading to pauses in ventricular rhythm. The rv lead was explanted. No patient complications have been reported as a result of this event.